Event description:
It was reported that the left ventricular lead had high pacing impedance and no capture, but only on two of the pacing vectors. It was also reported that the device measured the threshold via the vector express feature differently than when the threshold was manually measured. Although the connector pin appeared to be fully inserted into the device when viewed on fluoroscopy, the patient was anesthetized and draped for a lead revision, but then after further consultation, the procedure was aborted. The impedance was again measured and was within an accepted range. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.